Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00846, 00847, 00849.

Event description:
Allegedly per levy and ezzet j arthroplasty. 2013 mar 25, "poor short term outcome with a metal-on-metal total hip arthroplasty.": 10 hips were revised for "aseptic failure", 2 unrevised hips failed clinically and 5 additional patients with unrevised hip complained of persistent, significant pain. We have 9 of the 12 complaints in the database. This is one of three new complaints due to suspected tissue reaction to metal debris and neck corrosion. Complaint #s: (B)(4).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned.